Event description:
Customer's parent called to report customeer had high bgs. Stated that when the infusion set was changed a small metal piece was falling out of the pump. Also the dirver block was not moving, as it should. Troubleshooting was performed. The driver arm became loose, the driver block was not moving, and the insulin was not exiting. Device was not dropped, bumped, or exposed to moisture.